Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the patient's blood glucose was high and the patient was hospitalized. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that when the patient played tennis the patient had hyperglycemia. The patient went to a hospital. There was something like white crystals attached from the tip to the middle of the quick set. Treatment was finished at the hospital. The possibility of the insulin would be high. The insulin pump will not be returned for analysis.